Manufacturer narrative:
This was the first complaint reported for this finished goods lot. A review of the device history record (DHR) indicated the order was built to specification. The returned sample was visually and functionally tested and met specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract procedure, the irrigation fluid did not flow. The procedure was completed after replacing the cassette with another cassette. There was no harm to the patient. The product sample was retained. No other information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.